Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2004 revision was due to pain. The patient's operative report noted the polyethylene liner looked prominent anteriorly and superiorly, and appeared that it had impaled the anterior soft tissues; and this was felt to be the cause for patient's pain.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004, due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.